Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that was sitting in a chair and when they got up from the chair there was some pain from the implant down toward the cheek of the butt on (B)(6) 2016. When it started letting up the patient felt a pulling sensation. Since this occurred, the patient's stimulation sensation moved from their vaginal area to their buttock and they had stimulation in the wrong location. This was due to a sudden change in therapy or symptoms. When the patient tried increasing the amplitude it was painful for them, so they had decreased to a comfortable level and this eliminated the uncomfortable sensation. The patient had their device for urinary retention and was concerned about what they should do if they didn't urinate all weekend because of having to decrease the amplitude. The patient's health care provider's (hcp's) office was closed for the weekend. On (B)(6) 2016 the patient couldn't increase stimulation above 2.7v on program 3. The patient turned stimulation on and was able to increase and decrease stimulation and the issue was resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome related to the stimulation in the wrong location were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va131fw, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received from the consumer reported that when the equipment was put on the patient's back for a week of testing the sensation was good and the thing worked well. The sensation was near the rectum/vaginal area. If it had continued to work that well with the implant, it would have been a miracle, but it did not. The patient just couldn't handle it. The steps taken to resolve the feeling stimulation in the buttocks was that the manufacturer representative reprogrammed the machine. The patient left the setting on 0.6 and any higher caused pain to the buttocks and right hip and leg. As far as the patient was concerned, nothing had been resolved. The patient continued to have pain in the hip area and right leg with muscle grabbing, jumping, they couldn't sleep well, and could not function well because of pain and cramping. At this point the patient was ready to give up and have the implant removed. In the patient's opinion, the leads had attached themselves to some nerves in the hip and leg causing the problem. The patient shut the machine down and the pain and cramps stopped right away. The patient told the manufacturer representative that when the implant was put in the sensation was at the rectal and vaginal area and it was not there anymore. The patient just had the pain in hips and muscle cramps in the hip and right leg. The patient's lead was replaced on (B)(6) 2016.

Event description:
Additional information received from the consumer reported that the hcp did surgery at the implant site on ¿(B)(6) 2016¿ and fixed or replaced the lead wire that had moved. The patient feeling stimulation in the buttocks had been resolved. At the time of (B)(6) 2016, the device seemed to be working well and the patient hoped that it continued to do so.